Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after feeling light headed. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention was reported and the device remained implanted. No additional information was available.